Event description:
The customer's wife reported that the customer was hospitalized with a blood glucose reading of 456 mg/dl. Troubleshooting was performed. The customer changed his set several times leading up to the event. The cannula of the infusion set the customer was wearing at the time of the event was bent. The customer wears the infusion sets for five days at a time. It was advised that the customer change the infusion set every 2-3 days. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete the best of our knowledge.